Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: kinetics; guide cath: 6f mach 3.5; other: guideliner. The device was returned for evaluation. Failure to cross/physical resistance in the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink was confirmed. Difficult to remove/guiding catheter resistance was not confirmed. Based on visual, dimensional, and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a heavily calcified diagonal artery. A 2.25 x 15 mm xience xpedition stent delivery system (sds) was being advanced when resistance was felt due to the calcification. Slight force was applied and the hypotube kinked. The stent was implanted without issue; however, during removal, due to the kink in the hypotube, there was difficultly removing the sds and all the devices were removed together to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.